Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6, h9. H6: proposed component code: mechanical (g04) - provisional top. The reported event was confirmed via product return and evaluation. Visual inspection of the device identified signs of repeated use, nicked and gouged, and was fractured on medial side of the post. All pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Prior investigation into this type of product malfunction had identified that the likely root cause of fracturing was due to bending/torsional overload on the device. A prior field notice was issued, providing additional clarifications relating to instructions for use, and components were modified to prevent fracture. As this device was manufactured prior to the design modification, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a provisional fractured during trialing as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.